Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 which occurred on home choice (hc) during drain 1. The baxter technical representative (tsr) determined that the home patient (hp) disconnected during dwell 1 but alleged that she had pressed "stop" prior to the disconnection. The tsr explained the alarm to the hp. The tsr advised the hp to dispose of the current set up and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The cause of the alarm was due to the home patient disconnecting and reconnecting during dwell. The hp verified that there were no loose connections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.